Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. DHR could not be performed due to the unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified vacutainer blood collection tube had erroneous results. The following information was provided by the initial reporter: the customer stated the "blue sodium citrate qc ranges change with new tube lots.¿